Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 181 mg/dl. The customer stated that he could not get his insulin pump to work and that he was unable to press the act button. He stated that insulin did exit the tubing during a manual prime of 5.0 units. He advised that he found that the reservoir had been empty. He was advised to change the reservoir. He stated that he changed the infusion set as well. He also reported that he had received a no delivery alarm in the morning, although he was unsure whether it occurred during priming or during a bolus delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.